Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that the patient¿s lead malfunctioned and the device was turned off. The patient was inappropriately shocked by the right ventricular (rv) lead. The patient stated that the ¿shocks¿ caused second degree burns with slight redness and flaky skin, observed on the patient¿s mid and left chest area. The right ventricular (rv) lead was found to have high elevated pacing thresholds and high undefined elevated bipolar impedance. The lead had oversensing of noise. The physician reviewed the x-ray films and believes the lead may be kinked in the axilla region with possible lead fracture. The lead was programmed off. The physician plans to remove the lead with a new lead implanted in the near future. The lead remains in the patient out of service. It was further reported that the physician suspected a loose setscrew but after reviewing the x-ray films, the physician believes the lead may be kinked in the axilla region with possible lead fracture. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the patient was frightened to death due to the shock. The device and rv lead were removed.